Event description:
The customer reported via phone call that the insulin pump may not have been delivering insulin properly for ten days leading up to the call. The customer stated that on the morning of the call, he programmed a bolus, but it did not seem that he got the insulin. Blood glucose level at the time of the incident was 116 mg/dl and went up to 295 mg/dl. Blood glucose level at the time of the call was 284 mg/dl. The customer reported that his blood glucose level got up to 400 mg/dl within the past several days. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.